Event description:
It was reported that pump displayed repeated malf 12 alarms with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support to maintain therapy until replacement pump arrival, planned to continue using current pump and switch to alternate insulin method if needed. Technical support arranged for replacement pump with updated software.